Event description:
Member is saying he turned his heating pad on and he fell asleep and then his dog was barking and he can smell burning the heating pad caught on fire and it burned his recliner he pulled the heating pad of the wall and cut the cords put up the smoke and the fire from the heating pad burned the back of his recliner.